Manufacturer narrative:
Additional product returned which may have actually been the complaint sample. Fdr is being reported again due to system error. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The tip fit securely in the handle. The resistance of the assembly shall measure less than 0.3 ohms while using a 4-wire ohm meter (a 2-wire meter was used in lieu of the 4 wire); the actual measurement was 0.2 ohm which is in specification. There was no intermittent behavior while manipulating the tip, connector, and wire. The probe was plugged into a nim system (with a patient simulator) using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system consistently returned 1.02 ma and a waveform / event tone over 300uv. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found no damage or anomalies in the construction of the device that would have resulted in the reported event. The tip fit securely in the handle. The resistance of the assembly was within specification. There was no intermittent behavior while manipulating the tip, connector, and wire. The probe was plugged into a nim system (with a patient simulator) and found that there was no malfunction found as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via distributer that the probe was not transmitting stimulation during the procedure. Another probe was used and worked normally. There was no patient impact.